Manufacturer narrative:
Device was used for treatment, not diagnosis. The 510k# is not available as this device is obsolete. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was noted while storing the device that the schanz screws are too thick and cannot be used with the fracture clip. The coupling ends are out of specifications and there are visible chatter marks on the milling surfaces.